Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator pcb and systems interface pcb assemblies were reseated. The configuration nodes were also flashed during the service event. The system was tested and found to be working as intended and put back into service.